Event description:
On (B)(6) 2013, it was reported that when checking the infusion device before giving it to the patient, it was found to have missing segments in the display. There was a line in the middle of the display and a line where the date and time are displayed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device could not be requested to be returned for legal and customs issues.

Manufacturer narrative:
The display is missing a pixel line due to an interrupt of the heat-seal connection. The customer is not able to see 100% of the display but the missing pixel does not lead to misinterpretation of the insulin amount.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.